Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with debris on the lens and lens was dry. Visual inspection found the lens haptic stretched out with debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -14.0/2.0/087 (sphere/cyinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.